Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed and no echocardiogram assessment of regurgitation was performed. The reported "distal olive" was clarified to be the nose cone of the delivery catheter system (dcs) which did not tighten during deployment. Following the valve implant, aortic valve regurgitation was mild to moderate. A post-implant balloon dilatation was performed with a 25 millimeter (mm) balloon. The patient's change in hemodynamic condition appeared after the valve was implanted with pacing at 180 beats per minute (bpm). Following the valve implant, the episode of cardiac arrhythmia was clarified to be complete heart block. A procedural delay of about 30-40 minutes occurred as a result of changing the delivery catheter system (dcs) for a new one.

Manufacturer narrative:
Updated data: b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID l-envpro-16 (lot: unknown); product type: 0195-heart select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and no misload was observed during the fluoroscopic inspection. The delivery catheter system (dcs) was advanced to the target position and the implanter began to rotate the handle to adjust to position of the capsule. After reaching the desired position, deployment began but the capsule did not move. When the implanter reached them middle opening position of the handle, the end cap of the dcs detached. As the implanter continued to deploy, the end cap continued to detach. It was decided to stop and remove the delivery catheter system (dcs) causing a delay. Subsequently a new delivery catheter system (dcs) was used. No adverse patient effects were reported. Additional information was received that when the valve did not open for deployment and the protective casing did not tighten, the "distal olive" was displaced into the left ventricular cavity. Several unsuccessful attempts were made to fold and unfold the system before the system was removed from the patient. This significantly increased the duration of the procedure until the moment of valve implantation, during which the patient, after preliminary dilatation of the valve with a large diameter balloon, developed valve insufficiency. The insufficiency led to a significant change in hemodynamics which subsequently led to resuscitation measures. The patient had a decrease in blood pressure, which required the introduction of vasopressors. After valve implantation, an episode of cardiac arrhythmia, low blood pressure, and critical bradycardia were noted. Resuscitation measures were successfully performed. Per the physician, the symptoms were attributed to the delay in procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject device was not returned to medtronic for analysis and no procedural images were provided for review. A medical safety review was performed for the labeled adverse events of aortic insufficiency after the pre-implant balloon dilation that resulted in hemodynamic compromise/hypotension, an end cap separation that resulted in the inability to deploy the valve, continued hypotension during deployment attempts and removal of the system treated with resuscitation. A different system and valve were implanted and resulted in the labeled adverse events of aortic insufficiency treated with a post implant balloon dilation followed by continued hypotension, complete heart block and bradycardia that occurred after rapid pacing and that resolved with a pacemaker, further resuscitation, and medication. Based on the information provided, the initial event of aortic insufficiency that led to hemodynamic compromise/hypotension was likely related to the preimplant dilation. Continued hypotension was likely related to the end cap separation that resulted in a procedural delay due to the inability to deploy the valve. The hypotension, complete heart block and bradycardia that occurred after the implant of the valve were likely related to the procedure (rapid pacing). The aortic insufficiency that resulted after the implant of the valve was also likely related to the valve. End cap separation refers to an event where the end cap/screw gear snap fit fails, and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. The force on the system is a cumulative effect that can be increased by many factors, including load quality of the valve in the capsule, bends and kinks on the shaft, patient anatomy and guidewire and sheath selection. Conduction disturbances, such as complete heart block (chb) and bradycardia, can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The reported adverse events are documented in the instructions for use (IFU). There is no information to suggest that a device quality deficiency may have caused or contributed to this event. This event does not indicate device misuse. Medtronic will continue to monitor. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and no misload was observed during the fluoroscopic inspection. The delivery catheter system (dcs) was advanced to the target position and the implanter began to rotate the handle to adjust to position of the capsule. After reaching the desired position, deployment began but the capsule did not move. When the implanter reached them middle opening position of the handle, the end cap of the dcs detached. As the implanter continued to deploy, the end cap continued to detach. It was decided to stop and remove the delivery catheter system (dcs) causing a delay. Subsequently a new delivery catheter system (dcs) was used. No adverse patient effects were reported. Additional information was received that when the valve did not open for deployment and the protective casing did not tighten, the "distal olive" was displaced into the left ventricular cavity. Several unsuccessful attempts were made to fold and unfold the system before the system was removed from the patient. This significantly increased the duration of the procedure until the moment of valve implantation, during which the patient, after preliminary dilatation of the valve with a large diameter balloon, developed valve insufficiency. The insufficiency led to a significant change in hemodynamics which subsequently led to resuscitation measures. The patient had a decrease in blood pressure, which required the introduction of vasopressors. After valve implantation, an episode of cardiac arrhythmia, low blood pressure, and critical bradycardia were noted. Resuscitation measures were successfully performed. Per the physician, the symptoms were attributed to the delay in procedure. No additional adverse patient effects were reported. Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed and no echocardiogram assessment of regurgitation was performed. The reported "distal olive" was clarified to be the nose cone of the delivery catheter system (dcs) which did not tighten during deployment. Following the valve implant, aortic valve regurgitation was mild to moderate. A post-implant balloon dilatation was performed with a 25 millimeter (mm) balloon. The patient's change in hemodynamic condition appeared after the valve was implanted with pacing at 180 beats per minute (bpm). Following the valve implant, the episode of cardiac arrhythmia was clarified to be complete heart block. A procedural delay of about 30-40 minutes occurred as a result of changing the delivery catheter system (dcs) for a new one. Additional information was received that both the tip retrieval mechanism and end cap components of the dcs had detached. It was cla rified that the previously reported folding/unfolding was referring to the attempts to open and implant the valve. It was reported that turning of the deployment knob was not difficult during attempted deployment but the capsule was not moving. During attempts to open the valve, the handle made clicking sounds. The handle rotated, but the capsule moved only partially. The patient developed instability after balloon valvuloplasty during the interval between the implant attempts when the valve would not open from the dcs and reloading of the valve into a new dcs. After implantation of the valve, a repeat hemodynamic disturbance occurred. The procedural delay was associated with unsuccessful attempts to open the valve and the need to reload the valve into a new dcs. A permanent pacemaker was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11 correction: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic evolutr product ID: evolutr-34 serial: (B)(6) use by date: 2024-oct-10 UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.